Manufacturer narrative:
Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as surgical damage. Observed 1 opening assessed as fold flow opening. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation. Additionally, "hole non-specific" was reported but it is not device related. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Additionally, "hole non-specific" was reported but it is not device related. Device was explanted.